Event description:
The consumer reported receiving a burn on her hand from the heating pad. She states the cord and controller became very hot and began to melt. She did not seek medical attention for her injury and her burns have healed.